Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels ranges of 40 to 50 mg/dl. The customer treated the low blood glucose with soda. Troubleshooting was performed for low blood glucose. Customer¿s current blood glucose level was 116 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. The customer reported that the programming on the insulin pump was accurate. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.